Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with erosion in both eyes (ou) at a two month post op exam. A brief description from the surgery center indicated the patient had a scratch on the right eye (od) following laser treatment. At that time a bandage contact lens (bcl) was placed. The patient¿s vision fluctuates as recurrent erosions appear. The patient complained of burning and fluctuating vision. The patient has experienced a loss of best corrected visual acuity (bcva). Bcva from (B)(6) 2017: right eye pre-op 20/20 -6.75 x -.75 x 0, left eye pre-op 20/20 -6.75 x -1.25x 160. Bcva from (B)(6) 2017: right eye post-op 20/60, left eye post-op 20/60.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.